Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/10/2021. H.6. Investigation: ten sealed 32g x 4mm pen needle samples were returned from lot. No. 0253586, cat. No. 320141. A clog testing as per tp700483 was carried out on all ten samples and no issues were observed. See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle experienced difficult device operation. The following information was provided by the initial reporter: a lot of needles out of the box would be unusable.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle experienced difficult device operation. The following information was provided by the initial reporter: a lot of needles out of the box would be unusable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.